Manufacturer narrative:
The cochlear implant was evaluated on october the 15th, using the integrity test system. The results are consistent with a device malfunction. Explantation is planned, however, has yet to take place as of the date of this report. The report is filed november 4th, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance resulting in the decision to discontinue use of the device. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. Device not received by manufacturer.

Manufacturer narrative:
This report is filed may 26, 2016.